Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market 4,428 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 3 unopened pouches for analysis and a picture from the customer that shows the needle tip broken. We have tested the bending strength of the closed samples received and the results fulfil the product specifications: 17.11 nxcm; 16.79 nxcm and 17.31 nxcm and the minimum bending strength for this needle is >13.4 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Bending strength results on samples tested during production were 16.47 nxcm and 16.66 nxcm in minimum and fulfilled the specifications of the product. Reviewed the complaint history record of the products manufactured with the same needle raw material batches used in the production of this code-batch, there are no previous complaints in any of them. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Premarket identification: reported device not marketed in the us, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the us. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn chd suture. The client reports that needle tip broke during surgery. The needle tip was recovered by the scrub nurse. Type of surgery: elective caesarean, hemostasis for anterior uterine wall oozing. There was no patient injury.